Manufacturer narrative:
.

Event description:
The hcp reported that since the patient's catheter was revised, the patient was experiencing a burning sensation. The hcp thought the patient was having withdrawal. The patient was admitted to the hospital. The patient's simple continuous dose was increased twice in 2007; the daily dose was first increased to 200 mcg/day and then after about an hour, the daily dose was increased again to 300 mcg/day. They had also given the patient two therapeutic 50 mcg boluses, approximately 1.5 hours apart on the morning of 2007. The patient was receiving lioresal 2000 mcg/ml via the pump. The hcp included that the patient had never had therapeutic effect. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.